Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl acetabular system - left hip. Reason(s) for revision: pain; alval; soft tissue reaction; metallosis; noise. Update rec'd 30 aug 2013 - additional reasons for revision; corail stem lot number and product code. Update received: 14th may 2014 - filled mapped to mw fields, added lirc reference number, added hospital area: belfast, added further reason for revision: loosening of femoral component, added patient date of birth and added patient detail / comorbidities: patient activity level prior to event: function impaired, restricted rom, pain and type of patient activity: reduced walking time, oxford hip score 18/48.